Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was shocked by implantable cardioverter defibrillator (ICD). The healthcare team sent log files for evaluation to rule out left ventricular assist device (lvad) interference with the ICD. The event log file contained a few pulsatility index (pi) events as well as routine power source changes. No unusual alarms or events were recorded.

Manufacturer narrative:
Manufacturer's investigation conclusion: b3 - event date - corrected. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log file data from the reported event date of 04nov2024 revealed no notable events or alarms, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia and renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had an acute kidney disease that developed to end stage renal disease in (B)(6) 2022. The device or device therapy did not cause or contribute to the renal failure. The patient was to continue with hemodialysis and inotropes for right ventricular failure and was living in skilled nursing facility and lvad management.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient had history of ventricular tachycardia (vt) before the left ventricular assist device (lvad) implant. The vt in this event was not sustained. The patient had symptom of implantable cardioverter defibrillator (ICD) shock otherwise was asymptomatic. The patient had transesophageal echocardiogram (tee) and in house dialysis. The arrhythmia did not result in clinical compromise. The arrhythmia in this event was not thought to be device or therapy related and it resolved with the treatment. The electromagnetic interference with the lvad was ruled out and an attempt was made to rule out the interference from the dialysis center/ machine.